Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of the maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the device revealed a pinhole in the balloon 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 22-apr-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed target lesion containing with a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.